Manufacturer narrative:
The reported field event of difficulty inserting the pace-sense lead was confirmed in the laboratory. Visual inspection identified excess epoxy in the ring contact spring. It is believed that the excess epoxy prevented the lead from fully inserting into the header.

Event description:
It was reported that during implant, the leads pace/sense pin would not fit into the pace/sense port of the device. The device was not implanted. The lead was successfully connected to the new device.